Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported the patient's insulin infusion device had displayed a "11" (end of temporary basal rate) alarm and he wanted help in clearing it. He stated the pt did not purposefully set a temporary basal rate. The husband was assisted in clearing the alarm and placing the device in run. He confirmed the time and basal rates were accurate. The husband mentioned that yesterday the pt was admitted to the hospital with "flu, bad ear infection, dizzy, losing balance, dehydrating." He said she was taken off her infusion device per the doctor's instruction, and was given insulin by injection "on a sliding scale." While on injections, the pt had elevated blood glucose yesterday of 266 mg/dl at 4pm and was given an injection of 12.0 units of insulin. At 9pm her reading was "two something" and she was given 4.0 units of insulin, and at 4am her reading was 43 mg/dl. He gave the patient a carton of chocolate milk and her reading increased to 67 mg/dl. He then gave her a second carton of chocolate milk and by 8am her reading was 129 mg/dl. At 10am the patient's blood glucose was "over 600 mg/dl" and the pt went back on her infusion device as the sliding scale was not working. The pt continued to bolus through her infusion device throughout the day, and at 7:45pm her reading was 245 mg/dl. Her target range is 150-200 mg/dl. On follow up with the patient's husband in 2008, he stated the patient's readings "pretty well have" returned to her normal range. No product was requested to be returned for evaluation.